Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11j. Retainer ring = black. On (B)(6) 2021 the customer reported a crack, pump errors 53 and 82, and multiple "battery failed" alarms. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No pump errors 53 or 82 were noted during testing either. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 104=low battery alert--9 alerts on (B)(6) 2021 alone--these alerts are within the expected interval of 2 weeks of one another; 58=failed batt test--15 alerts on (B)(6) /2021 alone. The adapt tool also confirms that pump error 53 (filenumber = 2005, linenumber = 5632) occurred on (B)(6) 2021 @ 00:38, 00:41, 00:42, and 00:44 and that pump error 82 occurred on (B)(6) 2021 @ 00:36. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of a crack and pump errors 53 (filenumber = 2005, linenumber = 5632) and 82 were confirmed whereas the "battery failed" alarm was not confirmed. The pump errors are due to a software issue.

Event description:
Medtronic received information that damage (physical or cosmetic), failed batt test, pump error 82, pump error 53 occurred. There was no adverse impact or consequence reported as a result of this event.